Manufacturer narrative:
Initial reporter facility name - (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawer failed. The field service engineer stated that the customer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer had failed and was not detected on the communication bus. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.